Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, elevated ketones/diabetic ketoacidosis treated with hospitalization: overnight stay, emergency medical services, and manual injection/insulin pen. The customer reported a blood glucose value of 13.3 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed for the open book image and the customer was instructed that the pump would be replaced. Troubleshooting was performed for the pump that was exposed to fluid and found the care partner already dried up the pump. Troubleshooting was performed for the high blood glucose/under delivery and the care partner is not able to upload. The customer reported an open book image error. The customer reported that the pump was exposed to moisture. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with stuck on flashing medtronic logo on the display. No blank display noted. Unable to verify critical pump error (open book image) alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to stuck on flashing medtronic logo on the display. Unable to download pump traces and history file using thump due to stuck on flashing medtronic logo on the display. Unable to upload pump to carelink due to stuck on flashing medtronic logo on the display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Corrosion was also found on the battery tube assembly noted. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display was not confirmed. However, unable to verify critical pump error (open book image) alarm, perform the required testing, download pump traces and history file using thump and upload pump to carelink due to stuck on flashing medtronic logo on the display. Stuck on flashing medtronic logo on the display was confirmed due to severe corrosion on the pcba 1 and pcba 2. During visual inspection, severe corrosion was found on the force sensor and motor assembly noted. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.